Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was taken to the emergency room on (B)(6) 2018 due to low blood glucose. The customer's blood glucose was high and he was treated with a 5-unit manual bolus; however, that triggered the hypoglycemia which hospitalized him. The customer was treated all night and their blood glucose increased to 317 mg/dl. The customer's blood glucose at the time of call was 346 mg/dl. The customer was wearing the insulin pump system within 48 hours of the reported hypoglycemia. The customer stated that there were visible air bubbles in the tubing. Troubleshooting was declined; the customer stated that they will change their infusion set and reservoir. The insulin pump was not returned for analysis.